Event description:
The reporter called stating that they could not deflate the cuff on this endotracheal tube. They cut the pilot balloon off and tried to collapse the cuff, but were not able to and the ear nose throat doctor was on his way and would be there in 15-20 minutes. The caller stated that the pt had been extubated and the cuff was down with some residual air. The caller further stated said the problem was that the pt had edema and that the tube was a bit large for this pt and not a manufacturer fault for the difficult extubation and there was no problem with the tube. The ventilator setting was peep 7, pressure support at 10. Suction set at continous at 20cm.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.